Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys troponin t hs on a cobas e 801 analytical unit. The first sample initially resulted in a troponin t value of 6.42 ng/l and it repeated as < 3 ng/l. The second sample initially resulted in a troponin t value of 5.40 ng/l and it repeated as < 3 ng/l.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). For the last calibration performed on (B)(6) 2025, calibration signals for one level of calibrator were lower than expected. Quality controls were within range prior to measurement of the patient samples. A general reagent or analyzer problem is not present. Isolated non-reproducible results do not represent a general malfunction of the assay. A review of the alarm trace data showed a clot detection alarm on 24-may-2025 and several sample foam detection alarms on 20-may-2025. These are sample quality related alarms. The investigation is ongoing.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.